Event description:
The customer observed a false positive architect b-hcg result generated on an architect i2000sr analyzer for a 28-year-old female patient who was having a health examination. Sid (B)(6) ,initial result = 540.43 miu/ml, repeat result = <1.2 miu/ml. The customer reference range is 0-5 miu/ml. The instrument was inspected and tiny crystals were found on the sample probe. After cleaning the probe, the sample was repeated and generated a result = <1.2 miu/ml. The customer issued the result of <1.2 miu/ml. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a false positive architect b-hcg result generated on an architect i2000sr analyzer for a 28-year-old female patient who was having a health examination. Sid (B)(6) initial result = 540.43 miu/ml, repeat result = <1.2 miu/ml. The customer reference range is 0-5 miu/ml. The instrument was inspected and tiny crystals were found on the sample probe. After cleaning the probe, the sample was repeated and generated a result = <1.2 miu/ml. The customer issued the result of <1.2 miu/ml. There was no impact to patient management.

Manufacturer narrative:
Service was troubleshooting the issue and found crystals on the sample probe. Service cleaned the dirty/contaminated sample probe, which resolved the issue. The service history was reviewed and found no subsequent false positive b-hcg results have been reported since the current issue was identified. A review of trending data associated with the sample probe did not identify any trends. Additionally, a review of tracking and trending for the architect i2000sr analyzer did not identify any trends. Review of manufacturing documentation did not identify any non-conformances or potential non-conformances. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect i2000sr analyzer, (B)(6), nor the sample probe.